Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked below and above grip pad. A leak test was performed and a leak was identified in the battery compartment. The leak was due to a cracked pump case. Further investigation found moisture corrosion on the force sensor housing and inside the battery compartment. Unrelated to the original complaint, cracks also noted to the pump cover between the corner of lens and case seal, to the pump base between the case seal and keypad, and the cartridge compartment was found to be chipped and cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 17-sept-2019, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.